Event description:
It was reported the pt is without stimulation and unable to increase the amplitude for her stimulation. Impedance measurements for the pt's leads were reportedly within specs. Efforts to resolve this matter via reprogramming were unsuccessful. An x-ray was taken; however, no visual anomalies were observed. A decision regarding the next course of action has not been reached.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.